Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 cassette not attached alarm and missing battery port. No patient adverse events reported.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.the customers complaint of cassette not attached and missing battery was verified during testing and isolated to dso pressure failed. Visually inspected and confirmed missing battery separator. Unknown cause of event. Overall condition of device was reported good. Device passed all functional and delivery testing after dso sensor replaced.